Event description:
It was reported that the patient underwent pelvic surgery in 2012 to treat endometriosis and an adhesion barrier was used. Following the procedure, the patient has experienced back and pelvic pain as well as bladder and urinary infections. The patient has been seen by several physicians and had a cortisone shot in her back which she reports has not helped. The surgeon who performed the procedure told her that he does not think the pain is related to the surgery. No further information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.